Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be safe.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.